Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(4), incident type: ae subevent number: 001. Description: herniated nucleus pulposus onset date on (B)(6) 2025 outcome date on (B)(6) 2025 outcome status: recovered/resolved intervention: action subtype: hospitalization action result: new hospitalization action date: on (B)(6) 2025 hospitalization end date on (B)(6) 2025 action subtype: ae result in any treatment action result: yes action subtype: brace action result: yes action subtype: spinal surgery action result: yes specify the additional spinal surgery additional spinal surgery, on (B)(6) 2025 diagnostic: action type: diagnostic action subtype: diagnostic tests performed action result: no site seriousness assessment: there is no congenital anomaly, death, disability, life threatening but patient had medical or surgical intervention and hospitalization. Site related assessment: this event is causal related to study device and procedure. Adverse event info: date the site became aware of event 2025-12-08 relative time from the procedure post surgery it was reported that patient with persistent pain was reoperated and herniated nucleus pulposus was confirmed at c3-c4. Additional information was received that description: herniated nucleus pulposus c3-c4 diagnostic: action type: diagnostic action subtype: magnetic resonance imaging-1 action result: post surgical changes from c4-t1 with instrumentation c7-t1. There is no evidence of significant central canal stenosis. Adjacent level changes at c3-c4 with disc spur complex. Action date: on (B)(6) 2025 action info: clinically significant yes action type: diagnostic action subtype: diagnostic tests performed action result: yes, additional information was received that sponsor assessed as event is causal related to procedure (index surgery) and device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.